Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, black screen. Customer tried to reboot the station but issue remains the same. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered on but the auxiliary drawers 4.1 and 4.2 were not detected on the bus. The field service engineer (fse) used a multimeter to diagnose defective drawer controller in drawer 4.1 and replaced the faulty drawer controller. Fse also replaced the module controller and verified through diagnostics that the drawers were functioning properly and communication was restored. The system functioned as intended after the field service engineer had repaired the device.